Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve in the aortic position, was explanted after an implant duration of 11 months, 9 days due to unknown reason. The explanted valve was replaced with another 23mm 3300tfx valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve in the aortic position, was explanted after an implant duration of 11 months, 9 days due to recurrent endocarditis (streptococcus agalactiae). The explanted valve was replaced with another 23mm 3300tfx valve. Per medical records the patient was admitted to the ER with group b strep bacteremia in the setting of pneumonia and toe osteomyelitis. The patient was started on IV antibiotics. The patient underwent redo-mvr ((B)(6) 2023) with a 31mm non-edwards mitral valve, redo-avr with a 23mm 3300tfx magna valve, and commando procedure with pericardial patch reconstruction of the intravalvular fibrous body of the heart. The patient tolerated the procedure well and was discharged on pod#11.